Manufacturer narrative:
No button error alarms noted during testing. All buttons function properly however, moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.